Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized with sepsis and non-cardiac related issues. During hospitalization, the patient experienced an episode of fast conducted atrial fibrillation (af), which the rhythm likely fell into the monitoring only zone at 150 -170bpm and no therapy was delivered. On the morning of (B)(6) 2022, the patient experienced af again, the fast conducted rhythm was around 160bpm, remaining in the monitoring zone and therapy was not delivered. Eventually, the rhythm increased in rate to 235bpm and the device delivered eight inappropriate anti-tachycardia pacing (atp) and six inappropriate 41joule shocks. The local boston scientific representative consulted with the cardiologist, and the device was reprogrammed to have the vf zone increased from 230bpm to 240bpm. The patient medication will also be adjusted. The patient is unstable from reasons not related to the device and remains hospitalized in the intensive care unit. No additional adverse patient effects were reported. This ICD and right ventricular (rv) lead remain in-service.